Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed was not controlling their blood glucose well. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump had physical damage, was making a loud grinding noise when rewinding, and had insulin shoot out during priming. No further information was provided. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly or rewind grinding noise anomaly noted during testing. Device had cracked reservoir tube lip and no broken noted.